Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of over 600 mg/dl at the time of incident. The customer's current blood glucose is 164 mg/dl. The customer was treated with insulin shots, bolus for high blood glucose level. The customer reported that they treated for high blood pressure and lung infection with insulin antibiotics in the hospital. The customer was wearing the insulin pump during high blood glucose event was reported. The customer was rushed to hospital and doctor said that to discontinue using the insulin pump. The customer was reported that they were not wearing the insulin pump for a month and she was hospitalized due to high blood glucose. The insulin pump will not be returned for analysis.